Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issue experienced by the customer was associated with a monitor in the high resolution stereo viewer (hrsv). The system was repaired by replacing the affected hrsv. The procedure was converted to open surgical techniques to complete the planned procedure, and there was no injury to the patient. As of august 15, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the surgical procedure, the customer experienced no vision in the right monitor of the system surgeon console. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.